Event description:
The customer returned the Duodenovideoscope with no reported complaint. However, during the evaluation of the device, foreign material or stains at the forceps elevator were observed. The service repair technician indicated that the most likely cause of the foreign material or stains at the forceps elevator could not be established. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, the most probable cause of foreign material or stains at the forceps elevator could not be established.Three attempts were performed to obtain additional information, but no response was received from the customer.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.